Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the display of error message e315. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera elite colonovideoscope had a e315 unsupported scope error. The issue occurred during preparation for use for a procedure that was completed with a similar device without delay. There were no reports of patient harm or clinical impact.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the error was duplicated and the plug body moisture indicator had been triggered. The additional evaluation findings are as follows: the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the light guide tube was delaminated, the scope connector had water ingress, the "up" and "down" angles were out of specification, the play in the "up/down" and "left/right" angles were out of specification, and the electrical safety test was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.